Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4): no predilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with moderate tortuosity, moderate calcification and 90% stenosis. The patient was an acute myocardial infarction (ami) patient. Direct-stenting of the 3.0 x 15 mm xience prime stent delivery system (sds) was attempted; however resistance met with the unspecified guide wire during advancement. Thus, the xience prime sds was retracted, and during retraction the guide wire came out of the anatomy stuck with the xience prime sds. Upon removal from the anatomy, clot was observed on the guide wire and the guide wire was wiped down and re-advanced to the lesion. A non-abbott stent was implanted to complete the procedure. No clinically significant delay of the procedure was reported. There were no adverse patient effects reported. No additional information was provided.

Event description:
The reported clot noted on the guide wire during removal was confirmed not to be thrombosis related to the xience prime.